Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The gastrointestinal videoscope was returned to the service center with a report of pinhole on button 4. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, foreign objects were found on the auxiliary jet channel. There was no patient involvement.